Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported an issue with a solero applicator. The following was reported: " the spike had not been inserted fully into the chilled saline bag. When they tested the system for 10 seconds it was fine but during the treatment high temp errors occurred. Due to this the procedure took longer than normal." Additional information provided reported the error appeared at the first test. The provider retested the applicator as they didn't understand the error, but it did not reappear so they continued. The applicator was placed inside the patient. The error appeared again one the antenna was in the patient. They investigated while the applicator remained inside the patient, and it was eventually worked out that the spike wasn't correctly in the saline bag. Once inserted fully, the antenna worked, but the time delay likely led to the pleural air leak. The delay was for only for a few minutes, but there was some fiddling with the antenna during this time. The patient subsequently had air leak which took an unusually long time to resolve - she remained an inpatient for 4 days. At the end of this she was discharged well and has subsequently had another mwa procedure - which was fine.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of temperature error message cannot be confirmed as the reported applicator was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Additional information from the end user determined that the tubing spike was not completely seated into the saline bag and is the likely root cause of the coolant temperature issue. The end user also reported that the time delay due to the temperature error message was only for a few minutes, but this delay likely led to the pleural air leak (i.e. Pneumothorax). The root cause of the coolant temperature issue was likely due to the end user not fully seating the tubing spike into the saline bag. The presence of pneumothorax is not uncommon when performing a lung ablation procedure. Device history records review of the ship history records packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements: inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The investigationof this event is in process. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).